Event description:
It was reported that the insulin pump alarmed low battery, battery failed test and weak battery. The customer's blood glucose was 100 mg/dl. Troubleshooting was performed and the insulin pump alarmed failed battery. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with failed battery test alarm after battery change due to battery tube connector not plugged in properly. Unable to verify the low battery alarm or weak battery alarm due to failed battery test alarm. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.